Manufacturer narrative:
Device not returned for evaluation as it was implanted. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon was not able to place the left devices as the patient has ankylosed. The surgeon decided to abort the surgery because he did not want to cut without any reference. A new left fossa component was manufactured and implanted in a second surgery together with the initial mandibular component. Patient had heterotopic bone. This complaint was reviewed upon the acquisition of tmj solutions by stryker. No product malfunction was reported, as the device appeared to work as intended. However, there was an adverse event, which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of heterotopic bone cases of tmj solutions (now stryker). Based on this information, a report will be filed.